Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3890, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an unknown foreign healthcare professional reported that there was a technical issue and lead breakage. The event occurred after the trial procedure. Event management included replacement of the lead. The event resulted in hospitalization.

Manufacturer narrative:
Update: the implant date of the other applicable component (the lead) has been updated to (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.